Event description:
Customer reported: "prior to use on a pt during pre-test a nurse confirmed the evacuation failure of tracheal cuff." No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.